Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was around 600 mg/dl, current blood glucose is 88 mg/dl and in the morning blood glucose is 228 mg/dl. It was reported that customer treated high blood glucose with bolus of 5 units and customer declined troubleshoot for high blood glucose. It also stated the customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.